Event description:
Provider alleges the consumer fell out of power wheel chair while transferring out of power wheel chair to another chair when the bolts in left armrest stop bracket for flip back armrests allegedly broke. The bolt heads were allegedly broken off completely and arm stop bracket allegedly became detached from chair allegedly causing the left arm which was supporting client to fall.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.